Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported she had blisters under her breast. She reported that she lost weight and got pinched by the straps. The patient reported that her physician was aware and instructed her to not wear the device until the sores healed. During a follow-up, a distributor patient service representative reported that the patient's irritation was not a rash but was chaffing of the skin. The final medial outcome of reported irritation is unknown. No alleged device deficiency.